Event description:
According to the reporter: the needle came off the thread easily. The event occurred during the procedure but the product was not used on the patient. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.